Manufacturer narrative:
Functional description: the bucky diagnost system by philips is a versatile and scalable solution for cassette-based radiography. It is designed to enhance workflow efficiency and ensure high-quality imaging. The system features a counter-balanced unit for smooth and safe operation, and its height can be adjusted from 370 to 1900mm above the floor to accommodate various patient needs. Additionally, the vt2 version offers a tiltable unit for more flexible positioning. The front panel includes flat locking rails to secure the cassette in place, ensuring precise and reliable imaging. This makes the bucky diagnost an ideal choice for medical facilities aiming to improve their radiography services. Philips received a complaint on bucky diagnost indicating that one of the brackets that holds the high tension (ht) cables to the ceiling track has fallen off/broken. The complaint also mentioned that a staff member was almost injured when it swung towards them. The device was in clinical use and there was no actual harm to patient or user. The field service engineer (fse) performed analysis and concluded that the corrugated hose support bracket broke due to wear and tear issue. Replaced corrugated hose support bracket. The system was successfully tested and returned to clinical use with full functionality. Further investigation was done to verify whether preventive maintenance (pm) manual carry instructions to check the cable carriage. It was confirmed that the cable carriage check is part of the pm and fse checked the same during the pm conducted on 13 jan 2025. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear issue. The reported problem was confirmed by the customer.

Manufacturer narrative:
The field service engineer (fse) performed analysis and concluded that the corrugated hose support bracket broke due to wear and tear issue. Replaced corrugated hose support bracket. The system was successfully tested and returned to clinical use with full functionality. The complaint is still under investigation pending root cause analysis.

Event description:
It was reported that one of the brackets that holds the cables to the ceiling track has fallen off/broken and is currently a health and safety issue for the staff. The complaint also mentioned that a staff member was almost injured when it swung towards them. There was no actual injury or harm to the user or patient.